Event description:
It was reported the pt presented to the emergency room with an elevated fever. The pt's white blood cell count indicated infection. Subsequently, the pt was subjected to debridement and removal of the ipg. The pt was then hospitalized to treat the infection. F/u identified the pt had recently undergone an scs ipg explant/replacement procedure (reference MFR report: 1627487-2013-17731) and the new ipg was implanted in a location adjacent to the previous ipg location. The pt is currently receiving antibiotics until her white blood cell count is normal. It was reported cultures were taken. As of (B)(6) 2014, the pt's infection was responding to intra-venous medications.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.